Event description:
The customer reported that the system was not recognizing that the sensor cables are calibrated for this system. The field engineer reported that after rebooting to clear the problem, the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cmos battery was replaced. The system was then found to be operating as intended.